Event description:
Nurse was walking past patient's room when heard a faint alarm sounding. Upon entering the room the nurse found the patient's abiomed console to be alarming with a three minute to dead battery alarm and all alarms in red. The nurse noted that the green battery connector cord was plugged into the portable driver and proceeded to plug in the yellow ac/dc converter connector to the portable driver. Alarms continued then shut off. The patient was connected to a hand pump until further assist. The machine was sent to clinical engineering for inspection. No harm to the patient.